Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 575 mg/dl. Cause of elevated bg level was unknown. Tandem technical support attempted multiple follow up attempts to obtain addition information, however, no response received.